Event description:
It was reported that a user¿s newly inserted dexcom g7 sensor paired with the g7 mobile application but did not initially pair with the ilet, triggering a run-expiring-soon alert that cleared after successful pairing; the user then confirmed a blood glucose reading of 255 mg/dl, and troubleshooting included confirming the g7 setting on ilet and reentering the 4-digit pairing code followed by education that pairing might take 15¿30 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of the pairing issue after guidance. Investigation included customer-care guided troubleshooting and verification of configuration and pairing code entry. Investigation of this case revealed an initial communication or configuration discrepancy between the cgm and ilet that resolved after switching the ilet to g7 and reentering the correct pairing code. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication disruption.